Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that angina and restenosis occurred. In (B)(6) 2013, the subject presented with stable angina. Prior to procedure, the subject was found to have abnormal stress test or imaging stress test indicative of ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) extending up to mid rca with 95% stenosis and was 24 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent with 0% residual stenosis. Target lesion #2 was located in the distal left circumflex (lcx) with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct placement of a 3.50 x 28 mm study stent with 0% residual stenosis. On the same date, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018 the subject presented with muscle pain in the chest. A nuclear myocardial perfusion scan was performed that revealed possible recurrent ischemia with previous bypass grafting surgery and previous coronary stenting. There was evidence for probable inferoseptal and anteroapical ischemia suggesting multivessel coronary artery disease with reduced lvef- 43%. Further investigation with cardiac catheterization was recommended. On the same day, EKG was performed and resting electrocardiogram reveals sinus rhythm, no lexcian induced chest pain, arrhythmias or EKG changes. In (B)(6) 2018 the subject presented for a follow up of his complaints of dyspnea, fatigue, dizziness and shortness of breath during exertion. Subject was treated with diuresis for paroxysmal nocturnal dyspnea during his last visit. There was 70% proximal stenosis within the previous study stent, 90% stenosis in the mid vessel, 80% stenosis towards crux and 80% stenosis in the distal vessel which were treated with pre-dilation and placement of 2.25 x 38 mm, 2.5 x 38 mm and 3.0 x 28 mm synergy stents in an overlapping manner with 10% residual stenosis. On the same day, 90% proximal stenosis was treated with placement of 2.25 x 20 mm synergy stent and 70-75% distal stenosis was treated with 3.0 x 16 mm synergy stent with 10% residual stenosis.